Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed the t-handle and ptfe peel-apart sheath of a 4.5 fr microintroducer. A small split was observed in the center of the t-handle indicating an attempt was made to peel the sheath. Material bends and deformations were observed on the microintroducer sheath. Due to the quality of the returned photograph, no details of use residue were observed on the sample; however, blood residue was observed on the gloves of the clinician holding the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the back of the puncture sheath cannot be torn preventing skin penetration and resulting in puncture failure. No further details available or provided.